Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert and that the pump shut off unexpectedly. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using a different usb cable. Customer¿s blood glucose value was 174 mg/dl. The customer will continue to use the pump for insulin delivery. However, a replacement pump was sent to the customer to resolve the issue.